Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and cracked case at the reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and cracked. The blood glucose at the time of the incident was 200 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.